Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button required hard presses and multiple button presses in order to elicit a response. The patient reportedly had priming issues. He stated that when he pressed the ok keypad button he was not able to see insulin come out at the end of the tubing. Customer support (cs) had the patient perform the ez prime step function on the pump without success. During troubleshooting, (B)(4) did confirm with the patient that the ok keypad button required hard presses in order to see the insulin come out of the tubing. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm the alleged issue of an unresponsive keypad. All buttons respond properly. There was no visible damage to the keypad, which was removed for investigation. Contamination was found under all button contacts. (B)(4)